Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Customer was able to load a cartridge successfully on the pump.

Manufacturer narrative:
An additional lot number was reported (lot#m004649). However, the cause of the event is not due to cartridge. No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.